Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with inj. (Injection) vancomycin (1 gm, immediately, frequency not reported). It was reported that the ¿patient fluid was little bit clear¿. On an unreported date, the patient's pd catheter was removed. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.